Event description:
Literature: marks wa, honeycutt j, acosta f, reed m, deep brain stimulation for pediatric movement disorders. Semin pediatr neurol. 2009;16(2):90-98. Summery: this article reviews the role of dbs and the authors experience with establishing a dedicated pediatric dbs program. The article included info on patients from september 2007 to february 2009 with 18 surgeries on 16 patients with primary and secondary dystonias as well as one pt with juvenile parkinson disease caused by tyrosine hydroxylase deficiency. Patients were implanted bilaterally in the gpi. Reportable event: two patients experienced infections that required all hardware removal. The pt's were reimplanted 3-6 months after antibiotic treatment. See literature article attached to MFR report# 2182207-2009-05602. Reference MFR report #2182207-2009-05606 for other side of bilateral system.